Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customers blood glucose level. The customer experienced more than one occlusion event and took consistent actions to resolve each by using the fill cannula feature to clear the blockage and resume insulin. Subsequently, a replacement pump was sent to the customer.

Manufacturer narrative:
B3 date of event